Event description:
Biopsy sample was stuck inside after needle was bent. The physician was injured with needle (sustained needle stick) while attempting to retrieve the bone marrow biopsy sample. Most likely lot number is l1e024.